Event description:
The child demonstrated decreased performance with the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.